Manufacturer narrative:
Correction d4. The investigation of the reported failure mode has been completed. No product was received for evaluation. High purge pressure (hpp): data logs show 52 hours into support on (B)(6) 2025 an increase in purge pressure (pp) and decrease in purge flow. Real time (rt) logs show no motor current (mc) spikes or fluctuations at this time. The pp gradually rises over a period of about 4 hours before coming down to ~500mmhg. The pp never rises high enough to trigger hpp alarms. Without the product returned the issue cannot be investigated further. The cause of the high purge pressure was not determined due to inconclusive data log review and no product returned. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
Patient was implanted with impella rp for heart support post cardiac surgery.during the support the patient remains intubated, on multiple vasopressors inotropes, and continuous renal replacement therapy (crrt). Purge changed to tissue plasminogen activator (tpa) with purge pressure and flow improvement. Patient was successfully weaned as planned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: b1, h6.